Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self-test; one test performed on (B)(6) 2022, and one test performed on (B)(6) 2022. This MFR. Report addresses test one (1) of two (2). The consumer reported a false negative with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on a nasal swab. Confirmation testing via unknown pcr was performed at walgreens on (B)(6) 2022 and again on (B)(6) 2022 on an unknown swab type and generated a positive result both times. The consumer reported that he had a "little cough" at the time of testing. The consumer also reported that he took an unknown medication for 5 days from the first day that he tested positive ((B)(6) 2022). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. D4-expiration date: due to no lot number having been reported, the expiration date was corrected to ni. H3 other text : single use; device discarded.

Manufacturer narrative:
The consumer provided an invalid lot number. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self-test; one test performed on (B)(6)2022, and one test performed on (B)(6)2022. This MFR. Report addresses test one (1) of two (2). The consumer reported a false negative with the binaxnow covid-19 antigen self-test performed on (B)(6)2022 on a nasal swab. Confirmation testing via unknown pcr was performed at walgreens on (B)(6)2022 and again on (B)(6)2022 on an unknown swab type and generated a positive result both times. The consumer reported that he had a "little cough" at the time of testing. The consumer also reported that he took an unknown medication for 5 days from the first day that he tested positive ((B)(6)2022). No additional patient information, including treatment and outcome, was provided.